Event description:
It was reported that medical attention was sought on (B)(6) 2018 at 6:45 pm after the end user received higher than normal readings from her prodigy diabetes meter. The end user stated she received high blood glucose results of 446 mg/dl and 488 mg/dl accompanied with pain in her left arm. Out of concern for the elevated readings the end user visited urgent care. Upon arrival a blood glucose test was performed with their meter and the result was 373 mg/dl. An EKG was performed along with a blood pressure check. No treatments were administered to assist in stabilizing her blood glucose level. After 30 minutes she was discharged and her blood glucose reading remained steady at 373 mg/dl. No additional details were provided in regards to this medical event.